Manufacturer narrative:
Philips service replaced the faulty shift cover with a shift cover fdxd and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arm movement failed due to a faulty shift cover on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.